Event description:
This pi is for the revision on (B)(6) 2024. As reported: "patient had revision surgery for dislocation on (B)(6) 2022 to dual mobility liner. She was revised to constrained liner on (B)(6) 2024. No other info available."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision on (B)(6)2024. As reported: "patient had revision surgery for dislocation on (B)(6) 2022 to dual mobility liner. She was revised to constrained liner on (B)(6) 2024. No other info available."

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.